Manufacturer narrative:
A risk assessment performed indicates that the miswiring of the microjack pt interface may lead to misdiagnosis. Investigation has progressed as to the cause, effect and corrective action. A defect has been found to have been caused by misassembled printed circuit board assembly. Stock and in process materials have been checked and verified to be correct. Processes have been implemented to insure that this manufacturing error is tested for, as a separate verification step in all future manufacturing. Customers shipped product during the time of dec. 13, 2003 to may 2007 will be notified and provided with testing instructions. Affected product will be removed from use and replace. Only a very small percentage of microjacks are expected to be affected.

Event description:
During depth electrode eeg study of a pt in preparation for brain surgery, the user observed what was perceived as non-logical data output. Further investigation indicated that the microjack box was found to be miswired. There was no injury to the pt reported as a result of this.